Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported unexpected stimulation. Initially when patient had the device implanted she was not getting any pain relief in her leg. Patient went back for an adjustment like 2-3 weeks ago which helped with the pain, but now she is experiencing shocking and also a heaviness in her leg. It is just uncomfortable. Patient had an appointment with the hcp on 8/25. Patient would like to be able to increase the stimulation without getting shocked.